Manufacturer narrative:
(B)(4). Only a capio device was received and no deployment suture. A visual examination of the returned capio slim device revealed that there were no issues noted with the catch and carrier. There were no issues noted with the handle and the distal end. The 10 riveting pins were in place. A functional analysis was also performed and revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. The functional test was repeated 3 times. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of carrier retraction problem could not be confirmed as no issues were noted with the device testing during device analysis. Therefore, the investigation concluded that the most probable cause for this event is no problem detected as there was no evidence of a manufacturing issue, design or user issue which could have caused the complaint.

Event description:
Note: this manufacturer report pertains to the first of three devices used during the procedure. It was reported to boston scientific corporation that three capio slim devices were used during a sacrospinous colpopexy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, three devices were unable to retract outside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient condition following procedure was reported to be stable.